Event description:
The manufacturer became aware of a post market clinical follow-up report received from colorado orthopedic consultants, in USA. The title of this report is ¿a retrospective data collection of small bone reconstruction limited to inter-digital fusion of fingers and toes and small bone fusion with x fuse® superelastic implant.¿ which is associated with the stryker ¿x fuse® superelastic¿ system. The treatment period of patients included in this report was between (B)(6) 2020 and (B)(6) 2020. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore 10 complaints were initiated retrospectively for the post-operative complications mentioned in the report. This product inquiry addresses breakage of proximal implant tines, (4) out of (5) cases. The report states: ¿in 6 cases, follow-up x-rays showed a one or more of the x-fuse tines had broken. In 5 of 6 of these cases, the arthrodesis site went on to achieve radiographic consolidation.¿

Manufacturer narrative:
Please note new information in b2 and h6 (clinical signs code and health impact code) sections.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a post market clinical follow-up report received from (B)(6), in USA. The title of this report is ¿a retrospective data collection of small bone reconstruction limited to inter-digital fusion of fingers and toes and small bone fusion with x fuse® superelastic implant.¿ which is associated with the stryker ¿x fuse® superelastic¿ system. The treatment period of patients included in this report was between april 1, 2020 and may 17, 2020. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore 10 complaints were initiated retrospectively for the post-operative complications mentioned in the report. This product inquiry addresses breakage of proximal implant tines, (4) out of (5) cases. The report states: ¿in 6 cases, follow-up x-rays showed a one or more of the x-fuse tines had broken. In 5 of 6 of these cases, the arthrodesis site went on to achieve radiographic consolidation.¿